Event description:
The facility's biomedical technician reported an infusion pump that was not alarming for air in the line. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.